Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-01. H6: investigation summary: two 3ml syringes in opened blister packs from batch 0079125 (p/n 309657) were received and evaluated. It was observed both syringes had a lengthwise crack. One syringe had a crack extending from the zero line to the 2.3ml marking. One syringe had a crack extending from the 0.6ml to the 2.3ml marking. The cracked barrels were rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tips experienced a failure to contain blood/medication and leakage. The following information was provided by the initial reporter: material no: 309657 batch no: 0079125. Caller reported that (2) syringes cracked, & that insulin was leaking out the side of the syringe. (B)(6) 2021. Number of occurrences - (2). Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - 0079125. Did issue cause any injury? - no. Did customer require medical intervention? - no.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tips experienced a failure to contain blood/medication and leakage. The following information was provided by the initial reporter: material no: 309657, batch no: 0079125. Caller reported that (2) syringes cracked, & that insulin was leaking out the side of the syringe. (B)(6) 2021. Number of occurrences ? (2). Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue bd 3ml syringe, pn 309657. Product lot # 0079125. Did issue cause any injury? No. Did customer require medical intervention? No.